Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
It was reported that the patient was told "75, 50, 25 percent charge intervals," it was down 1/4 and the patient had it charging for almost an hour with all 8 boxes and it finally stated it was fully charged, so the patient was wondering why it was taking so long. The patient was not using stimulation while she was charging. The charger battery was full because she kept it plugged in all the time and when she wanted to charge she unplugged it and charged. It was stated that, because of the way the doctor implanted the stimulator, she was having a terrible time "getting it on the spot" where it needed to be charged and couldn't use the belt. He implanted it on her hip just below her waist and if she was sitting it moved the stimulator battery around so it was hard to get right on it and when she did it was an awkward position she was in and had to sit that way for an hour. When the patient was sitting it moved the stimulator antenna around, and it seemed like it moved the implant around, as well. It was stated that the patient didn't know why she couldn't find it. The patient used an antenna locate feature to see if it was in the right place. The ins (implantable neurostimulator) was implanted just below the right hip. It was stated that part of her problem was that she was a little heavy and, when she sat, her body structure sometimes interfered with keeping it in place. During the report the patient finally got the full battery charge icon. It was stated that she gave up on the recharging belt after the first week because of her body structure it wouldn't stay where it was supposed to. During the report the patient used the antenna locate feature and she was able to locate the optimal position, 8 coupling boxes were achieved. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.